Manufacturer narrative:
Emdr-(B)(4). Remove from d4 - unique identifier (UDI) # ((B)(4). Add to d4 - unique identifier (UDI) # (B)(4). Add to d4 - serial no(B)(4). . Add to d4 - lot no l000181.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose (bg) dropped below 70 mg/dl. As a result, the patient went to the hospital and was provided intravenous (IV) saline with glucose. The patient was given vitamin b-6 for 4 days, reglin, unisom of 10 mg for 4 days for nausea, levothyroxine of 150 mg capsules and prenatal vitamins. The mother attempted to give a 4 unit meal bolus and noticed it was given too much insulin.